Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when he first got the stimulator, his charge would last for 2-3 days and he always complained to his doctor about it because it takes 8 hours to recharge. Pt said then, it got worse and worse and his charge would only last 6-9 hours at the most, he had to charge every night because it would be dead by the end of the day, he would charge while he was sleeping because it takes 8 hours to recharge. Pt said when he has it on, it works but it got to where he would not charge all the time because it is a "pain in the butt" to charge while he is sleeping "on that thing", that's how he has to charge because it takes 8 hours to charge. Troubleshooting was unable to be performed. The patient  discovered 4-5 weeks ago when his legs were bothering him, he tried to turn on his implant and could not so then tried to recharge his implant and could not. Pt said it is dead he cannot turn it on at all. Pt said his recharger does not charge his implant. Worked with pt to do a check using his programmer (pp). Pt tried the pp with new batteries: with and without the antenna and reported he got the poor communication screen. Reviewed potential overdischarge information and redirected to his doctor or doctor and rep. The patient was redirected to their healthcare provider to further address the is sue.